Event description:
Rn discovered IV tubing broken off in red leg of catheter. IV nurse repaired leg and discovered red and white legs communicate with each other. Pt's md (primary) was aware of condition in february & dye study done 3/5/96 without evidence of communication. Pt has had multiple episodes of sepsis by this report. Infectious disease md states: cause may be catheter but may be something else also. (Pt has aio5). Catheter was removed by surgeon with difficulty. Catheter broke apart during explantation. All pieces recovered without pt incident.